Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/014/2016 that on (B)(6) 2016, the device had an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an intermittent out of range signal. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Voltage testing was performed and the test passed. The reported event of an intermittent out of range was not confirmed. A root cause could not be determined.